Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited a diagnostic anomaly with a lack of p-waves and false positive atrial fibrillation episodes. No intervention was performed. There were no patient consequences.¿ instead of ¿it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited a diagnostic anomaly and false positive atrial fibrillation episodes. No intervention was performed. There were no patient consequences.¿

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited a diagnostic anomaly with a lack of p-waves and false positive atrial fibrillation episodes. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited a diagnostic anomaly and false positive atrial fibrillation episodes. No intervention was performed. There were no patient consequences.